Event description:
It was reported an aborted procedure occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman access system (was). The auricle of the laa was in a low position and the was became kinked during the procedure. The procedure was aborted and no patient complications were reported.